Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the peeled adhesive was confirmed. While a definitive root cause could not be established at this time it is possible the event occurred due to use stress, external factors, or handling.. The event may be detected/prevented by following the instructions for use section sections below: ¿inspect the objective lens at the distal end of the endoscope for dents, bulges, swelling, or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In addition to the findings in b5, evaluation found the following: air/water leak occurred due to deformation of the video connector case, adhesive on the bending section cover had a chip; the video connector and video connector cover had cracks; due to the wear of the angle wire, the bending angle in the up direction does not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the hd endoeye laparo-thoraco videoscope had a pinhole. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; the adhesive around the objective lens was peeled. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.